Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance and high threshold. In-office evaluation showed threshold measured within normal range. Ventricular capture management (vcm) was performed, but the test was unable to be completed. The vcm was reprogrammed to monitor only. The lead remains in use and will continue to be monitored closely. No patient complications have been reported as a result of this event.